Event description:
During a procedure, the generator would not lesion. The patient was prepped and the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
During investigation, when the generator was powered on, it passed the self-test and displayed the user interface. The generator did not pass the functional testing in lesion mode. Further investigation revealed the issue was isolated to the interlock board. The interlock board was temporarily replaced with a known good unit. The generator powered on, displayed the user interface and the functionality of the lesion mode was restored. When the original interlock board was reinstalled, the functionality of the lesion mode was also restored. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the reported failure to lesion was confirmed. The root cause was isolated to the intermittent interlock board.